Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device. It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression ¿superficial wound infection" would imply that the appearance of the wound deviates from what a surgical wound should appear as. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. Oral antibiotics and/or an I&d (incision & debridement) procedure can be used to promote the healing process, and this is a common procedure used to treat a non-healing incision site.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device. It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression ¿superficial wound infection" would imply that the appearance of the wound deviates from what a surgical wound should appear as. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. Oral antibiotics and/or an I&d (incision & debridement) procedure can be used to promote the healing process, and this is a common procedure used to treat a non-healing incision site.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head. Unknown stem. Unknown liner. Foreign report source: (B)(6). The reported event was identified during review of a journal article parker, m. J., & cawley, s. (2019). Treatment of the displaced intracapsular fracture for the ¿fitter¿ elderly patients: a randomised trial of total hip arthroplasty versus hemiarthroplasty for 105 patients. Injury, 50(11), 2009-2013. Doi:10.1016/j.injury.2019.09.018. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 02437. 0001822565 - 2020 - 02438. 0001822565 - 2020 - 02439.

Event description:
It was reported in a journal article that two patients in the thr group experienced superficial wound infection post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.